Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, the tube was bent, and the needle was already retracted on (1) device. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka: investigation summary: bd received one (1) sample and four (4) photos for investigation. Evaluation of the photos and the returned sample showed the indicated failure mode for kinked tubing and pre-activation. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of kinked tubing and pre-activation were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of kinked tubing and pre-activation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."